Manufacturer narrative:
(B)(4). Product device code - moz. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient received a gel-one injection approximately three (3) months ago. The day after the injection, the patient started experiencing pain, swelling, and the formation of lumps below the knee. Patient plans on seeing her doctor later this month for further evaluation. Attempts have been made and no further information has been provided.